Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device \migration of essure device location of device: "right side removal"\essure device extends into the left uterine horn with the\ migration of essure device location of device: uterine wall') in a 40-year-old female patient who had essure (batch no. 20227514, 709852-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. In 2010, the patient experienced crohn's disease ("autoimmune disorder type of disorder: chrone's disease ulcerative colitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines") and complication of device insertion ("had issue with placement of essure- could not get essure in tube on (B)(6) 2010"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal menorrhagia)"). In (B)(6) 2010, the patient was found to have weight increased ("hormonal changes describe: "weight gain""). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(general) / excessive bleeding"), colitis ulcerative ("autoimmune disorder type of disorder: chrone's disease ulcerative colitis"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), headache ("headaches"), fatigue ("fatigue,") and depression ("psychological or psychiatric problems: depression") and was found to have melanocytic naevus ("rashes or skin conditions type: increase in skin moles and skin tags") and acrochordon ("rashes or skin conditions type: increase in skin moles and skin tags"). The patient was treated with surgery (right side of the essure removed in (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, crohn's disease, colitis ulcerative, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, abdominal pain, cystitis, migraine, headache, fatigue, depression, melanocytic naevus, acrochordon, weight increased and complication of device insertion outcome was unknown, the genital haemorrhage had resolved and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, acrochordon, colitis ulcerative, complication of device insertion, crohn's disease, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, melanocytic naevus, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Procedure details: (B)(6)2010, trailing length no. Of coils: right side- 2. No. Of devices used: right side- 1, left side- 0. Procedure results: unilateral, (B)(6) 2010. Procedure details: trailing length no. Of coils: left side- 11. No. Of devices used: right side- 0, left side- 1. Procedure results: unilateral. Removal details - only had one side (right side) of the essure removed; as it was falling out and penetrating the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: weight gain, genital bleeding. Lot number 709852 is invalid. Lot number:20227514 manufacture date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device \migration of essure device location of device: "right side removal"\essure device extends into the left uterine horn with the'), genital haemorrhage ('abnormal bleeding(general) / excessive bleeding'), crohn's disease ('autoimmune disorder type of disorder: chron's disease ulcerative colitis') and colitis ulcerative ('autoimmune disorder type of disorder: chron's disease ulcerative colitis') in a 40-year-old female patient who had essure (batch no. 20227514, 709852-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal menorrhagia)"). In (B)(6) 2010, the patient was found to have weight increased ("hormonal changes describe: "weight gain""). In 2012, the patient experienced colitis ulcerative (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue,") and mental disorder ("psychological or psychiatric problems") and was found to have melanocytic naevus ("rashes or skin conditions type: increase in skin moles and skin tags") and acrochordon ("rashes or skin conditions type: increase in skin moles and skin tags"). The patient was treated with surgery (right side of the essure removed in (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, crohn's disease, colitis ulcerative, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, abdominal pain, cystitis, migraine, headache, fatigue, mental disorder, melanocytic naevus, acrochordon and weight increased outcome was unknown, the genital haemorrhage had resolved and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, acrochordon, colitis ulcerative, crohn's disease, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, melanocytic naevus, menorrhagia, mental disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010. Procedure details: (B)(6) 2010, trailing length no. Of coils: right side- 2. No. Of devices used: right side- 1, left side- 0. Procedure results: unilateral, (B)(6) 2010. Procedure details: trailing length no. Of coils: left side- 11. No. Of devices used: right side- 0, left side- 1. Procedure results: unilateral. Removal details - only had one side (right side) of the essure removed; as it was falling out and penetrating the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: weight gain, genital bleeding. Lot number 709852 is invalid. Lot number:20227514, manufacture date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device \migration of essure device location of device: "right side removal"\essure device extends into the left uterine horn with the'), genital haemorrhage ('abnormal bleeding(general) / excessive bleeding'), crohn's disease ('autoimmune disorder type of disorder: chrone's disease ulcerative colitis') and colitis ulcerative ('autoimmune disorder type of disorder: chrone's disease ulcerative colitis') in a 40-year-old female patient who had essure (batch no. 20227514-not valid 709852) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal menorrhagia)"). In (B)(6) 2010, the patient was found to have weight increased ("hormonal changes describe: "weight gain""). In 2012, the patient experienced colitis ulcerative (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue,") and mental disorder ("psychological or psychiatric problems") and was found to have melanocytic naevus ("rashes or skin conditions type: increase in skin moles and skin tags") and acrochordon ("rashes or skin conditions type: increase in skin moles and skin tags"). The patient was treated with surgery (right side of the essure removed in (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, crohn's disease, colitis ulcerative, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, abdominal pain, cystitis, migraine, headache, fatigue, mental disorder, melanocytic naevus, acrochordon and weight increased outcome was unknown, the genital haemorrhage had resolved and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, acrochordon, colitis ulcerative, crohn's disease, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, melanocytic naevus, menorrhagia, mental disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010, (B)(6) 2010 procedure details: (B)(6) 2010, trailing length no. Of coils: right side- 2 no. Of devices used: right side- 1, left side- 0 procedure results: unilateral, (B)(6) 2010 procedure details: trailing length no. Of coils: left side- 11 no. Of devices used: right side- 0, left side- 1 procedure results: unilateral removal details - only had one side (right side) of the essure removed; as it was falling out and penetrating the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: weight gain, genital bleeding. 20227514-not valid. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received. Reporters information updated. Lot no. Were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device \migration of essure device location of device: "right side removal"\essure device extends into the left uterine horn with the"), genital haemorrhage ("abnormal bleeding(general) / excessive bleeding"), crohn's disease ("autoimmune disorder type of disorder: chrone's disease ulcerative colitis") and colitis ulcerative ("autoimmune disorder type of disorder: chrone's disease ulcerative colitis") in a 40-year-old female patient who had essure (batch no. 708862-not valid,20227514-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding(vaginal menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue,") and mental disorder ("psychological or psychiatric problems") and was found to have melanocytic naevus ("rashes or skin conditions type: increase in skin moles and skin tags"), acrochordon ("rashes or skin conditions type: increase in skin moles and skin tags") and weight increased ("hormonal changes describe: "weight gain""). The patient was treated with surgery (right side of the essure removed in (B)(6) 2017). At the time of the report, the device expulsion, crohn's disease, colitis ulcerative, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, abdominal pain, cystitis, migraine, headache, fatigue, mental disorder, melanocytic naevus, acrochordon and weight increased outcome was unknown, the genital haemorrhage had resolved and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, acrochordon, colitis ulcerative, crohn's disease, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, melanocytic naevus, menorrhagia, mental disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: on (B)(6) 2010. Procedure details: on (B)(6) 2010, trailing length no. Of coils: right side- 2. No. Of devices used: right side- 1, left side- 0. Procedure results: unilateral, on (B)(6) 2010. Procedure details: trailing length no. Of coils: left side- 11. No. Of devices used: right side- 0, left side- 1. Procedure results: unilateral. Removal details - only had one side (right side) of the essure removed; as it was falling out and penetrating the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: weight gain, genital bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformities data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device \migration of essure device location of device: "right side removal"\essure device extends into the left uterine horn with the'), genital haemorrhage ('abnormal bleeding(general) / excessive bleeding'), crohn's disease ('autoimmune disorder type of disorder: chrone's disease ulcerative colitis') and colitis ulcerative ('autoimmune disorder type of disorder: chrone's disease ulcerative colitis') in a 40-year-old female patient who had essure (batch no. 20227514, 709852-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal menorrhagia)"). In (B)(6) 2010, the patient was found to have weight increased ("hormonal changes describe: "weight gain"). In 2012, the patient experienced colitis ulcerative (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue,") and mental disorder ("psychological or psychiatric problems") and was found to have melanocytic naevus ("rashes or skin conditions type: increase in skin moles and skin tags") and acrochordon ("rashes or skin conditions type: increase in skin moles and skin tags"). The patient was treated with surgery (right side of the essure removed in (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, crohn's disease, colitis ulcerative, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, abdominal pain, cystitis, migraine, headache, fatigue, mental disorder, melanocytic naevus, acrochordon and weight increased outcome was unknown, the genital haemorrhage had resolved and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, acrochordon, colitis ulcerative, crohn's disease, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, melanocytic naevus, menorrhagia, mental disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Procedure details: (B)(6) 2010, trailing length no. Of coils: right side- 2. No. Of devices used: right side- 1, left side- 0. Procedure results: unilateral, (B)(6) 2010. Procedure details: trailing length no. Of coils: left side- 11. No. Of devices used: right side- 0, left side- 1. Procedure results: unilateral. Removal details - only had one side (right side) of the essure removed; as it was falling out and penetrating the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: weight gain, genital bleeding. 20227514-not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device \migration of essure device location of device: "right side removal"\essure device extends into the left uterine horn with the\ migration of essure device location of device: uterine wall') in a 40-year-old female patient who had essure (batch no. 20227514, 709852-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had issue with placement of essure- could not get essure in tube on (B)(6) 2010" in 2010. The patient's medical history included overweight. In 2010, the patient experienced crohn's disease ("autoimmune disorder type of disorder: chrone's disease ulcerative colitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and migraine ("migraines"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal menorrhagia)"). In (B)(6) 2010, the patient was found to have weight increased ("hormonal changes describe: "weight gain""). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(general) / excessive bleeding"), colitis ulcerative ("autoimmune disorder type of disorder: chrone's disease ulcerative colitis"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), headache ("headaches"), fatigue ("fatigue,") and depression ("psychological or psychiatric problems: depression") and was found to have melanocytic naevus ("rashes or skin conditions type: increase in skin moles and skin tags") and acrochordon ("rashes or skin conditions type: increase in skin moles and skin tags"). The patient was treated with surgery (right side of the essure removed in (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, crohn's disease, colitis ulcerative, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, abdominal pain, cystitis, migraine, headache, fatigue, depression, melanocytic naevus, acrochordon and weight increased outcome was unknown, the genital haemorrhage had resolved and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, acrochordon, colitis ulcerative, crohn's disease, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, melanocytic naevus, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Procedure details: (B)(6) 2010, trailing length no. Of coils: right side- 2 no. Of devices used: right side- 1, left side- 0 procedure results: unilateral, (B)(6) 2010 procedure details: trailing length no. Of coils: left side- 11 no. Of devices used: right side- 0, left side- 1 procedure results: unilateral removal details - only had one side (right side) of the essure removed; as it was falling out and penetrating the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: weight gain, genital bleeding. Lot number 709852 is invalid. Lot number:20227514 manufacture date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received: reporters were added. New event- could not get essure in tube was added & new event was updated from psyche problem to depression. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device \migration of essure device location of device: "right side removal"\essure device extends into the left uterine horn with the"), genital haemorrhage ("abnormal bleeding(general) / excessive bleeding"), crohn's disease ("autoimmune disorder type of disorder: chrone's disease ulcerative colitis") and colitis ulcerative ("autoimmune disorder type of disorder: chrone's disease ulcerative colitis") in a (B)(6) year-old female patient who had essure (batch no. 708862,20227514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding(vaginal menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue,") and mental disorder ("psychological or psychiatric problems") and was found to have melanocytic naevus ("rashes or skin conditions type: increase in skin moles and skin tags"), acrochordon ("rashes or skin conditions type: increase in skin moles and skin tags") and weight increased ("hormonal changes describe: "weight gain""). The patient was treated with surgery (right side of the essure removed in (B)(6) 2017). At the time of the report, the device expulsion, crohn's disease, colitis ulcerative, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, abdominal pain, cystitis, migraine, headache, fatigue, mental disorder, melanocytic naevus, acrochordon and weight increased outcome was unknown, the genital haemorrhage had resolved and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, acrochordon, colitis ulcerative, crohn's disease, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, melanocytic naevus, menorrhagia, mental disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Procedure details: (B)(6) 2010, trailing length no. Of coils: right side- 2. No. Of devices used: right side- 1, left side- 0. Procedure results: unilateral, (B)(6) 2010. Procedure details: trailing length no. Of coils: left side- 11. No. Of devices used: right side- 0, left side- 1. Procedure results: unilateral. Removal details - only had one side (right side) of the essure removed; as it was falling out and penetrating the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: weight gain, genital bleeding. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received : case become valid since all events are specified. Reporters were added. Lot no. Was added. Events- weight gain, genital bleeding, vaginal bleeding, menorrhagia,bladder infection, psychological disorder, crohn's disease, ulcerative colitis, increase in skin moles, skin tags, migraines, headaches, dysmenorrhea dyspareunia , expulsion of essure device, pelvic pain, vaginal discharge,fatigue, abdominal pain were added. Outcome were added. Lab test were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.